Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 9914. No patient involvement.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the investigation outcome. According to the complaint description, the device alarmed with tf 9914. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. A replacement esm vu was provided to the user to address the reported issue. Following the replacement of the component, the issue was resolved. Hamilton medical considers this case closed.